Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13907. It was reported that the patient was experiencing severe pain, weakness in legs, and transient numbness into their feet due to an infection. As a result, the patient was administered antibiotics and the system was explanted. Reportedly, pus was present at the ipg site. The patient has recovered following the procedure.